Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was explanted due to pocket erosion.

Event description:
New information notes that prior to explant, the patient experienced a shortness of breath and a mild burning sensation in the pocket area.

Manufacturer narrative:
Analysis was normal. No anomaly was found.